Event description:
It was reported that during a stapled hemorrhoidectomy procedure after the surgeon fired the stapler and took it out from patient's anus, excessive bleeding occurred where the stapler just cut and didn't staple and form properly. The procedure was converted to open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: information received: what is the current status of the patient? The patient¿s condition is ok, still under follow up with the surgeon. What is meant by convert to open? With incomplete stapled, the vessels were cut without stapled, the vessels were excessive bleeding and the surgeon needed to suture the vessels one by one using open technique. Were any unformed or malformed staples observed? Unknown, as excessive bleeding occurred. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? The gap is at the lowest of the scale, the smaller stapler scale. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? The device was fully fired by crunchy the fire trigger till hear the audible feedback. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? No. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? No. The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.